Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation, which confirmed the reported shaft separation. The balloon was tightly folded and there was no blood visible on the device. A review of the electronic lot history record (elhr) for the reported lot revealed no associated nonconforming material records (ncmrs), indicating all lot release testing met specifications. A query of the complaint handling database for the reported lot revealed no other similar incidents of shaft separation upon removal form the package. Based on preliminary information, the occurrence of shaft separation appears to be an isolated event. Further investigation and corrective/preventive actions will be performed as appropriate per local operating procedures.

Event description:
It was reported that during removal of a 2.0 x 12 mm mini trek from the dispenser coil, the shaft was found to be separated at the guide wire exit notch. There was no reported resistance removing the device from the dispenser coil and there was no attempt to remove the protective sheath. The device was not used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.